Manufacturer narrative:
This is a combination product, concomitant medical products: concomitant devices: arietta850 (ver.4.1.5) and jb-294e (g3156482), the device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
Ultrasound images disappeared during biliary drainage with an ultrasound endoscope. Endoscopic procedure was performed under the circumstances. That resulted in a perforation in the patient's body. Updated june 17, 2022 we have obtained additional information about this complaint. Product name: unknown, gf-uct180. The customer reports during a biliary drainage procedure using an evis exera ii ultrasound gastrovideoscope, the ultrasound image disappeared. The procedure was performed under these circumstances. This resulted in a perforation in the patient's body (bile duct). The physician was unaware of the perforation during the procedure. There is no certainty at what stage the perforation occurred (without the doctor's recognition), but it is believed to be the period during which the ultrasound image disappeared. The ultrasound image was restored by reselecting the probe. It is unknown how long the ultrasound image disappeared. After the ultrasound image was restored, the procedure was resumed and the stent placement was completed. The perforation was associated with a fistula, 10 mm in size, and was sutured by laparotomy 2 days later. The patient's condition after surgery is stable.

Manufacturer narrative:
This report is being updated to provide corrected information and investigation findings. Corrected information: this is not a combination product. The device history review could not be completed since the device was not returned for evaluation and the serial number was not provided. The instructions for use shipped with the device provides the user with the following information regarding the reported event: chapter 10 troubleshooting: warning: ¿ never use the endoscope on a patient if any irregularity is observed. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. ¿ if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way. We could not identify a root cause. <observations> as a result of investigation, we could not identify a root cause from the available information because cause isolation had not been determined whether the cause was in the devices, including the subject device, used in combination. Moreover, as to a perforation occurred inside the patient body, we could not determine if there was any relevancy between the subject device and the phenomenon because the condition of the subject device was unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.